Manufacturer narrative:
(B)(4): final device analysis of the 8553 device revealed that there was a leak seen in the "y" connector where 2 portions were glued together. One of the pieces was not fully formed when it was molded. Only the extension tube was returned for analysis.

Event description:
It was reported that there was a connector leak. The pump was refilled successfully after another refill kit was used. The medication being delivered via the device system was not replaced.